Manufacturer narrative:
(B)(4). Evaluation of the returned device found the monofilament about 1/2 inches exposed at the guide and the needle tip still attached to the rail end. The plunger, cuffs and link were not returned with the device. Based on the investigation findings, a posterior cuff miss occurred because the needle tip was returned without the posterior cuff. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. Also, the needle trajectory of every device is checked twice during manufacturing. The most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. Per instructions for use (IFU), under the device placement: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. No manufacturing or quality issue was detected. A review of the device lot history record did not reveal any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred and a non-abbott device was used successfully to achieve hemostasis. There was no adverse patient effect reported. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.